Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that after using the threaded stem extractor we were unable to take them apart. The product was returned to depuy synthes for evaluation. Visual analysis revealed that the retaining stem inserter shown signs of constant usage over the years. Additionally, the threaded rod weldment remained stuck to the inserter body. No other defects were noted. A functional test was performed and after multiples attempts to disassemble the rod and the body, it was found impossible to move the threaded rod weldment. Since the inner condition of the parts of the device remains unknown due to the impossibility of separating them even after multiples attempts and the low incidence of complaints related to the event description, a definite root cause cannot be stablished at this time. However properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (b0610) provided is not a valid finished goods lot#. Added: d9. Corrected: h3.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after using the threaded stem extractor we were unable to take them apart.